Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Material: 320550. Material description: pen ndl 32g 4mm pro 100 box 1200 us. Material lot: not provided. Complaint description: at least 3 patients came in with trouble using this needle with a lantus pen. Insulin would not come out of the pen needle, almost as if it was clogged. Once the pharmacist tried a longer bd/embecta needle with the patient, there was no issue. Note: there is no image, quantity and lot number that is provided.